Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing; including pressure and clear passage underwater testing, were performed and the device operated according product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp solution set would not flow. The event occurred during a 30-minute carboplatin (666mg diluted in 250ml of 0.9% sodium chloride) infusion at 690ml/hour via a spectrum infusion pump. The tubing was changed, and the infusion was given via gravity. There was no patient injury or medical intervention associated with this event. No additional information is available.